Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was travelling outside of the labeled operating altitude range in an airplane. Customer¿s bg level was ¿high¿, however, a bg value was not provided. The customer administered a correction bolus to address bg level.